Manufacturer narrative:
Due to character limit in e1 section event site name, the full event site name is medstar washington hospital center. A supplemental report will be submitted upon the completion of investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump had a broken slide handle that was noticed during a routine check. There was no patient involvement and no injury happened.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6-(type of investigation code, investigation findings code, investigation conclusion code, componenet code), h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the slide handle. The unit passed all functional testing. The iabp was returned to the customer.

Event description:
N/a.